Event description:
Complainant alleged that while attempting to defibrillate a pt, the device shocked the pt once at 120 joules, a second and third time at 150 joules and was then unable to discharge. Complainant indicated that the clinician was able to obtain another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.